Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state, pelvic mass and irritable bowel syndrome. Previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included drug hypersensitivity with depo-provera. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), abnormal weight gain ("excessive weight gain"), allergy to metals ("nickel allergy/nickel sensitivity"), vaginal haemorrhage ("excessive bleeding from vagina"), abdominal pain ("other abdominal pain"), abdominal distension ("abdominal swelling"), menstruation irregular ("irregular menstruation"), abdominal pain lower ("extreme cramping") and pruritus ("head itch real bad"). The patient was treated with ibuprofen and surgery (laparascopy, vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abnormal weight gain, allergy to metals, vaginal haemorrhage, abdominal pain, abdominal distension, menstruation irregular, abdominal pain lower and pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, genital haemorrhage, menstruation irregular, pelvic pain, pruritus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: impression: normal exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events head itch real bad was added. Reporter added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state, pelvic mass and irritable bowel syndrome. Previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included drug hypersensitivity with depo-provera. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), abnormal weight gain ("excessive weight gain"), allergy to metals ("nickel allergy/nickel sensitivity"), vaginal haemorrhage ("excessive bleeding from vagina"), abdominal pain ("other abdominal pain"), abdominal distension ("abdominal swelling"), menstruation irregular ("irregular menstruation"), abdominal pain lower ("extreme cramping"), pruritus ("head itch real bad"), pharyngeal swelling ("throat swelling ") and abscess ("abscess"). The patient was treated with ibuprofen and surgery (laparascopy, vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abnormal weight gain, allergy to metals, vaginal haemorrhage, abdominal pain, abdominal distension, menstruation irregular, abdominal pain lower, pruritus, pharyngeal swelling and abscess outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, abscess, allergy to metals, genital haemorrhage, menstruation irregular, pelvic pain, pharyngeal swelling, pruritus and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: impression: normal exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(4) 2020: quality-safety evaluation of ptc, processed with 3 4. On (B)(4) 2020: social media: new reporter throat swelling, abscess added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state, pelvic mass and irritable bowel syndrome. Previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included drug hypersensitivity with depo-provera. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("excessive weight gain"), allergy to metals ("nickel allergy/nickel sensitivity"), vaginal haemorrhage ("excessive bleeding from vagina"), abdominal pain ("other abdominal pain"), abdominal distension ("abdominal swelling"), menstruation irregular ("irregular menstruation") and abdominal pain lower ("extreme cramping"). The patient was treated with ibuprofen and surgery (laparoscopy, vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abnormal weight gain, allergy to metals, vaginal haemorrhage, abdominal pain, abdominal distension, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, genital haemorrhage, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: impression: normal exam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of product technical compliant. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('bleeding,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state, pelvic mass and irritable bowel syndrome. Previously administered products included for an unreported indication: depo-provera. Past adverse reactions to the above products included drug hypersensitivity with depo-provera. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abnormal weight gain ("excessive weight gain"), allergy to metals ("nickel allergy/nickel sensitivity"), vaginal haemorrhage ("excessive bleeding from vagina"), abdominal pain ("other abdominal pain"), abdominal distension ("abdominal swelling"), menstruation irregular ("irregular menstruation") and abdominal pain lower ("extreme cramping"). The patient was treated with ibuprofen and surgery (laparoscopy, vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abnormal weight gain, allergy to metals, vaginal haemorrhage, abdominal pain, abdominal distension, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, allergy to metals, genital haemorrhage, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: impression: normal exam. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.